Manufacturer narrative:
Date rec¿d by MFR : 28may2019, date of report : 28aug2019 this event was initially reported a.s having occurred during clinical use. However, it was clarified that it did not occur during clinical use. There was no patient involvement. The manufacturer's field service engineer could not confirm the reported problem. The touch screen was functioning properly. No repair was needed, and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the machine's touchscreen was faulty. The unit was not in clinical use and there was no patient harm.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the machine's touchscreen was faulty. No patient or user harm was reported.